Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined that the reason why the camera screen was not transmitted correctly and the image turned on and off was due to a defective cable. However, it was not possible to identify the cause of the cable failure. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a cable failure. Additional evaluation findings are as follows: 1.) Chipping on the packing cable was noted; 2.) The rear cover label was noted faded. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was going "on and off." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.